Event description:
The customer reported the system displayed a collimator potentiometer error. Thereafter, the system failed to reboot. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Per the representative, reset abs table to domestic and reloaded calibration files. Inspected power supplies in the table, all within tolerance. Reseated all connectors. Adjusted workstation ps1 from 4.88 to 5.1 vdc. Removed and replaced system interface pcb. Reloaded calibration files. Performed collimator calibration. Tested system by booting error free 14 times. Verified all control console functions working as intended. Verified all table movements operating as intended. Tested system for 1.5 hours with no duplication of reported errors. Thereafter, the system was found to be working properly.